Event description:
Patient in surgery for a robotic-assisted laparoscopic repair of right indirect inguinal hernia. Surgical da vinci prograsp forceps wire snapped while in use causing the forceps not to close. Device removed. New prograsp forceps obtained and case continued. No harm to the patient.